Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("mysterious inflammation"), haemorrhoids ("hemorrhoids") and cyst ("cyst"). The patient was treated with hydromorphone hydrochloride (dilaudid) and surgery. Essure was removed. At the time of the report, the pelvic pain, inflammation, haemorrhoids and cyst outcome was unknown. The reporter considered cyst, haemorrhoids, inflammation and pelvic pain to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("mysterious inflammation"), haemorrhoids ("hemorrhoids") and cyst ("cyst"). The patient was treated with hydromorphone hydrochloride (dilaudid) and surgery. Essure was removed. At the time of the report, the pelvic pain, inflammation, haemorrhoids and cyst outcome was unknown. The reporter considered cyst, haemorrhoids, inflammation and pelvic pain to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On(B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("mysterious inflammation"), haemorrhoids ("hemorrhoids"), cyst ("cyst"), menorrhagia ("bleeding very heavy"), dysmenorrhoea ("horrible cramps"), allergy to metals ("cant wear titanium jewelry"), fatigue ("tired"), loss of energy ("no energy"), pruritus ("belly is itchy"), abdominal distension ("bloated often"), motion sickness ("motion sickness"), dizziness ("dizziness/ lightheaded"), headache ("headache"), asthenia ("shaking and feeling weak"), bone pain ("bone ache"), abdominal pain lower ("cramps in lower abdomen"), uterine cervical pain ("sharp stabbing pain in cervix"), dyspareunia ("pain after intercourse") and vomiting ("vomiting"). The patient was treated with hydromorphone hydrochloride (dilaudid) and surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, inflammation, haemorrhoids, cyst, menorrhagia, dysmenorrhoea, allergy to metals, fatigue, loss of energy, pruritus, abdominal distension, motion sickness, dizziness, headache, asthenia, bone pain, abdominal pain lower, uterine cervical pain, dyspareunia and vomiting outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, bone pain, cyst, dizziness, dysmenorrhoea, dyspareunia, fatigue, haemorrhoids, headache, inflammation, loss of energy, menorrhagia, motion sickness, pelvic pain, pruritus, uterine cervical pain, vomiting and asthenia to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: plaintiff fact sheet received. Reporter information updated. Events: bleeding very heavy, horrible cramps, cant wear titanium jewelry, tired, no energy at all, belly is itchy, bloated often, motion sickness, dizziness/ lightheaded, headache, shaking and feeling weak, bone ache, cramps in lower abdomen, sharp stabbing pain in cervix, pain after intercourse were newly added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.